Event description:
The customer reported a constant tone and blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 246 mg/dl nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a corroded electronic assembly.